Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that patient faced infusion set leak from site, which caused the patient's blood glucose was elevated to 254 mg/dl. The set was in use for 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1897357 - MDR 3003442380-2024-10412 - device 7 of 7.